Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported an infection at the insertion site that was making his hand go numb. He went to the doctor, was diagnosed with (B)(6) cellulitis, and prescribed a 7 day supply of sulfamethoxazole/trimethoprim 800-150 mg. His blood glucose had also reached 437 mg/dl, but went back to a normal range once he changed the pod. The pod was worn on the arm for longer than 48 hours.